Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery part of a quartex 4.5mm polyaxial screw was broken and left in the patient's vertebra. This event occurred in austria.

Manufacturer narrative:
A partial quartex 4.5 polyaxial screw was availble for evaluation. Visual inspection confirms the shank head and screw head remain assembled, with the screw shank fractured at the neck. There is no visible wear and tear on locking cap threads. Since the part was returned fractured, investigation into shank dimensions and functionality of the assembled implant remains indeterminate at this time. The overall observed risk is low. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4; g6; h6; h10.

Event description:
It was reported that during surgery part of a quartex 4.5mm polyaxial screw was broken and left in the patient's vertebra. This event occurred in austria.